Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that system exhibited bipolar impedance of less than 100 ohms and unipolar impedance of 150 ohms on the atrial and right ventricular (rv) channels. Sensing measurements were appropriate on both channels. Additional information was received over eight years later that both channels were still exhibiting low, out of range pacing impedance measurements. There was also no capture on the atrial channel. No atrial lead damage was visualized. A revision procedure was performed and both leads and this device were removed from service. The rv lead sustained damage during the explant procedure. No additional adverse patient effects were reported.